Event description:
The customer complained of questionable ise indirect ci for gen.2 results for 3 patients tested on a cobas 6000 c (501) module. From the data provided, only the chloride result for 1 patient sample was a reportable malfunction. The initial chloride result was 119.7 mmol/l with a data flag. The repeat result was 91 mmol/l. The initial chloride result was reported outside of the laboratory. The repeat result was deemed to correct and a corrected report was issued. Qc results prior to and following the event were acceptable. The chloride electrode lot information was requested but was not provided. The customer replaced the ise diluent, checked the ise probe and the ise electrode area and found no issues. They pulled the ise sipper tubing back a little but they did not think this was the cause of the issue. The field engineering specialist was unable to find a root cause. He checked the overall performance of the instrument. He adjusted the gear pump pressure up. He checked the rinse levels. He verified the instrument performance as the customer had run multiple calibrations and qc with acceptable results. Ise check tests were acceptable. Precision testing was performed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit.